Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer that the stylus was non-functional, the stylus was replaced and re-calibrated. Analysis also noted that the positioning light emitting diodes (led) did not illuminate, the keypad function intermittently, the upper display hinge was broken, the rubber pads on the lower case were damaged, the upper and lower display bullets were broken, the handle covers were scratched and worn, the rear display cover holding tab was broken and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned without incoming information and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.